Event description:
A customer contacted beckman coulter inc., (bec) and reported a leak inside the coulter act diff 2 analyzer. The volume of the leak was about 5ml and it was not contained within the instrument. The material safety data sheet (msds) was not reviewed. The lab's exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the event. No one came in contact with the fluid. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. There was no death, injury or change to patient treatment.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and found that the baths of the instrument were leaking. The fse noticed that the waste pump was not generating vacuum and the baths were not being drained. The fse replaced the waste pump and the leak was fixed. The repairs were verified per established procedures. The cause of the leak is that the waste pump was not generating any vacuum. (B)(4).